Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion: users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2004, the patient was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm measuring 5 cm. On (B)(6) 2004, the patient's aneurysm measured 5.3 cm from a type ii endoleak. On (B)(6) 2004, the patient underwent iliolumbar embolization for a type ii endoleak. On (B)(6) 2006, the patient underwent litigation of the inferior mesenteric artery. On (B)(6) 2006, the patient underwent percutaneous embolization of the inferior mesenteric artery with third order selective catheterization of the superior mesenteric artery. On (B)(6) 2011, the patient underwent a follow-up computed tomography that revealed aneurysm growth of almost 2 cm from 2008 to 2011. On (B)(6) 2011, the patient underwent translumbar coil embolization with onyx glue for a type ii endoleak. On (B)(6) 2011, the patient underwent a follow-up computed tomography that revealed 3 mm of growth from an unspecified endoleak. On (B)(6) 2011, the patient underwent a diagnostic angiography; however, the physician was unable to determine the source of the endoleak. On (B)(6) 2011, the patient underwent a reintervention where two additional gore excluder aaa endoprostheses were implanted, relining the originally implanted devices.